Manufacturer narrative:
The field complaint of spark anomaly and blank screen was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found broken printer hinges causing print out anomalies. Physical damage was the cause of the anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During device interrogation, a spark came out of the programmer and screen went blank. Outlet did not blow. There were no patient consequences.